Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the down arrow and act button aren't responding and they are very hard to push. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.